Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, with blood glucose level 423 mg/dl as well as they had danger of going off the insulin pump therapy because the hotel staff threw the insulin pump away which causing them to take a manual injection to cover blood glucose level, on unknown date. The device will be returned for analysis.